Manufacturer narrative:
This event occurred between (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from july 19, 2021 - july 20, 2021. H10: four (4) actual samples were received for evaluation. Unaided visual inspection was performed and foreign matter was observed in the white connector cap of one sample only. The particle was examined by fourier transform infrared spectroscopy (ft-ir) and the particle was white and irregularly shaped. The reported condition was verified in one sample and not verified in the remaining three samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.